Event description:
It was reported that during a repair of a primary hip fracture with a trochanteric fixatioin nail (tfn), after inserting the lag screw and when the proximal locking mechanism was closed/locked in the nail, the lag screw handle was tested to see if the gate was down all the way. During this testing, the lag screw handle turned perpendicular while the proximal locking mechanism in the nail was deployed with very little effort required by the surgeon. A surgical delay of 15 minutes was reported. The patient will be monitored as part of post-surgical treatment. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was not provided by reporter. Additional device product code is hwc. The reported lot number, 774687, does not correspond with the reported lot number and could not be validated. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.